Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.6; reference: 2.9; mean: 3.25; confidence limits: 1.9-4.6. Inratio: 3.6; reference: 2.7; mean: 3.15; confidence limits: 1.9-4.6. Customer results were analyzed and accuracy confidence limits were met. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results such as 2.6, 5.3, and 4.3 were not valid for comparison because time elapsed between results exceeded three hours. If time of test exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency was not established. Further action not required. (B)(4). Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab and doctor's meter.